Event description:
Procedure type: low anterior resection / double stapling. According to the reporter: the proximal side's donut tissue was not properly formed round. Additional manual suturing was done. There was no bleeding, nothing fell into the patient cavity and no tissue was damaged. The operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).